Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a 51-year-old caucasian female patient who underwent an unspecified breast surgery with mentor memorygel breast implant 450cc gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts post implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 24-jun-2022, the mentor failure analysis lab received the device for evaluation. Additionally, mentor became aware of the following: - it was previously reported that the patient suffered from bilateral capsular contracture. New information received states that the patient developed bilateral breast deformity, not capsular contracture. H6 health effect - clinical code capsular contracture (e2303) no longer applies to this report. - the patient had her removed breast prostheses replaced with mentor artoura plus, smooth, high profile 600cc tissue expanders on (B)(6) 2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient underwent explantation of the breast implant because she experience deformity. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number:(B)(4).